Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. Based on default parameter settings, a longevity calculation was performed and the device was found to be within normal longevity estimations. Automated testing found no anomaly and the device met all specifications.